Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the transcatheter bioprosthetic valve implant, a non-medtronic guidewire was used as the delivery catheter system (dcs) was never inserted into the patient. Per the physician, the patient's history of leukemia that led to years of hormone drugs use caused poor vascular elasticity and fragility in the patient making access difficult and contributing the injury. The procedure was aborted as the physician did not want to try other access methods due to patient's poor vascular access. The patient returned to the intensive care unit (ICU) for routine treatment.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve a pre-operative computed tomography sc an revealed that the narrowest diameter of the right femoral artery access site was 5.5 mm. After puncturing the left and right femoral arteries and inserting the guidewires, difficulty advancing the guidewire through the common iliac artery was noted. Angiography revealed an abdominal aorta dissection and the procedure was aborted. The patient returned to the intensive care unit.

Manufacturer narrative:
Continuation of d10: product ID evolutpro-26-us (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID l-envpro-16-us (lot: 0012745074); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.